Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The tubing set was being used to deliver an unspecified concentration of interferon alfa 28. The customer contact reported that the distal clave y-site was not accessed prior to the start of the infusion; however, once the infusion was started, the pt noted a leak from the distal clave y-site. Upon visual examination at the user facility, the silicone sleeve of the clave port was noted to be in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.